Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Patient retained device.

Event description:
Patient reported that revision surgery of right hip prosthesis was needed due to noises (crepitation). Customer informed that the primary surgery was performed on (B)(6) 2014 and the revision surgery was performed on (B)(6) 2015. As per the customer elements being revised were the head of the prosthesis and the insert. According to the customer new implants implanted during revision surgery were: stryker v40 femoral head 6260-5-032 lot 49761305 and trident x3 polyethylene insert ref. 623-10-32e lot 49883601.

Manufacturer narrative:
Based on the provided information, the product reported in this investigation did not contribute to the event and is therefore considered concomitant. The patient was revised for audible noise with both the ceramic liner and ceramic head being removed at revision surgery. There was no allegation of failure against the shell, further to this the acetabular shell was not revised.

Event description:
Patient reported that revision surgery of right hip prosthesis was needed due to noises (crepitation). Customer informed that the primary surgery was performed on (B)(6) 2014 and the revision surgery was performed on (B)(6) 2015. As per the customer elements being revised were the head of the prosthesis and the insert. According to the customer new implants implanted during revision surgery were: stryker v40 femoral head 6260-5-032 lot 49761305 and trident x3 polyethylene insert ref. (B)(4) lot 49883601.

Manufacturer narrative:
This event was identified as a duplicate of (B)(4). Investigation results and conclusions will be documented under (B)(4).

Event description:
Patient reported that revision surgery of right hip prosthesis was needed due to noises (crepitation). Customer informed that the primary surgery was performed on (B)(6) 2014 and the revision surgery was performed on (B)(6) 2015. As per the customer elements being revised were the head of the prosthesis and the insert. According to the customer new implants implanted during revision surgery were: stryker v40 femoral head 6260-5-032 lot 49761305 and trident x3 polyethylene insert ref. 623-10-32e lot 49883601. Update: this event was identified as a duplicate of (B)(4). Investigation results and conclusions will be documented under (B)(4).